Manufacturer narrative:
According to the reporter, the event occurred after the procedure. Facility was using the mammotome tissue markers for us guided breast biopsy, mam3014 (bowtie). Patient contacted facility status post (s/p) procedure concerned of an allergic reaction to the tissue marker. Patient is allergic to gelatin. Patient had localized hives and denies allergies to the skin prep, etc. The procedure was completed with another device. Complaint reported on mammotome website. Complaint not reported to authority. The patient took benadryl for hives and the marker was excised on (B)(6) 2025. Symptoms were resolved. The customer did not provide the lot number and the following cells in this report were left incomplete: d4 lot #, expiration date, unique identification #, h4 device manufacture date. The device was not returned for evaluation. The root cause was traced to non-device related factors. Based on the information available it is most likely the adverse event was related to the patient condition.

Event description:
According to the reporter, the event occurred after the procedure. Facility was using the mammotome tissue markers for ultrasound guided breast biopsy, mam3014 (bowtie). Patient contacted facility status post (s/p) procedure concerned of an allergic reaction to the tissue marker. Patient is allergic to gelatin. Patient had localized hives and denies allergies to the skin prep, etc. The procedure was completed with another device. Complaint reported on mammotome website. Complaint not reported to authority.